Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results, as well as inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately 2 weeks ago when blood glucose readings of ¿495 and 369 mg/dl¿ were reportedly obtained using the subject device which the patient alleged were inaccurately high compared to her feelings and/or normal readings. In addition, on (B)(6) 2015 at 2:38pm the patient reported obtaining erratic readings of ¿329 and 69mg/dl¿ both measurements within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes using a combination of medications, specifically ¿humalog with sliding scale as needed; metformin 500 mg once a day in the morning; and lantus 20 units at bedtime¿. In response to the reported issue the patient stated that she increased her dose of humalog insulin by 5 units on (B)(6) 2015 at approximately 2:39pm. The patient reported experiencing symptoms of ¿nausea, shaking, sweating and light headed¿ approximately 2 minutes after the alleged issue began, and did not specify if any form of medical intervention was received in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, an approved sample site was being used, the test strips were not expired and the testing process was correct. The csr noted that the patient did not have any control solution so was unable to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of serious severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patient¿s meter and test strips have been returned on 3/25/2015 and 3/25/2015, evaluated by lifescan product analysis on 3/26/2015 and 4/8/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.